Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues resulting in signal loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, and the user requested assistance to reconnect the sensor to the ilet. No adverse clinical symptoms reported. Outcomes included no alerts or alarms on the ilet and no impact requiring medical care. User support included troubleshooting and education, which involved toggling the settings and advising the user to allow time for pairing. Investigation of this case revealed a communication pairing issue between the cgm and the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption resolved through standard pairing procedures.